Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused damage to their dental prosthetic, even after being assured that damage would not occur while using the aligners. This is a contraindicated patient.